Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty cable unit. Other incidental findings are the rear cover labels are faded/erased and rear cover packing is deteriorating.

Event description:
As reported for this event, during an unknown diagnostic procedure the device yielded no image. The screen had color bars only. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, and h10. The device was inspected and there was no damage or abnormalities observed. The connection was secure. They were able to complete the procedure with another unknown device. There was no delay in the procedure. When the device was taken out of the tray after it had been reprocessed and sterilized they were not able to get an image. No errors, alarms, warnings or alerts appeared. The procedure being performed was a gynecological procedure. However, the name of the procedure is unknown as well as patient demographics and pre-existing conditions.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. As stated previously the reported event was confirmed during the evaluation step of the complaint process. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of the instruction for use (IFU) was performed and it was confirmed that it gives instruction for proper handling of the product. This may prevent the discrepancies identified in the complaint. Specifically the IFU states; do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. In addition a review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. From the submitted information, it is most likely that the image did not appear because a video signal could not be transmitted to the processor due to damage of the cable. The product shipment records were reviewed and confirmed that no abnormalities were found in the product. The damage of the cable is considered to have been caused by user handling.